Event description:
It was reported that the device was used during a laparoscopic radical prostatectomy, the instrument stopped working. Thre was not pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched, nicked, and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional.